Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x38 mm taxus liberte drug eluting stent would not cross the lesion. The 95% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. The procedure was not completed as another of the same device was not available. No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18.5cm distal from the strain relief. The break was kinked at the point of separation. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance was limited.